Manufacturer narrative:
(B)(4). Corrected sections: device code changed to decontamination/decontamination problem. The device was returned to the factory for evaluation. An investigation was conducted on (B)(6) 2019. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. While the device was returned inside its plastic tray, the plastic sterile barrier was removed from the plastic tray and returned separately with the product. The packaging material was not returned with the product return. There were visual smudges on the shaft of the cannula, however, we are unable to determine when the smudges had occurred as the harvesting tool was returned inside the cannula. Based on the returned condition of the device, and the results of the investigation, the reported failure "contamination/ decontamination problem" was confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro packaging was opened and there were stains or fingerprints on the cannula part of the device. They were concerned about sterility and decided to remove the device from the sterile field. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro packaging was opened and there were stains or fingerprints on the cannula part of the device. They were concerned about sterility and decided to remove the device from the sterile field. A replacement device was used to complete the procedure. The hospital did not report any patient effects.